Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. While attempting to reposition the lead, it was noted that the helix exhibited failure to extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, high pacing impedance, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix clogged with blood. The reported events of failure to capture, and high pacing impedance were not confirmed. Electrical testing was normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications and passed all quality control tests prior to leaving abbott manufacturing facilities.